Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on 02/23/2023. On 02/25/2023, the patient experienced a skin reaction with pain, burning, redness, and pimples, underneath sensor pod area only. After the sensor was removed, the pain did not go away to the patient went to the emergency department. Here she was given oral antibiotics, bactrim 1 tablet 160 mg 2x a day for 7 days and was advised that there was an abscess which needed to be incised and drained. After the procedure was done, she went home. 2 days after she went to an urgent care clinic for a second procedure of incision and drainage of the abscess. During the procedure she was given vancomycin 1000 mg intravenous. After the procedure was finished, she went home. The day after she went for a checkup and was given an injection with an antibiotic, rocephin, 1 gram. At the time of the report the patient stated the skin still had a little firmness, but the redness was gone, and it was healing well. No additional patient or event information is available.